Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator, transvenous and defibrillation leads reported swelling. This has occurred for over a year and an onset of four years after the implant of these products. There was inquiry if the products could corrode from the inside and leak which could cause the swelling. This patient has been seen by various cardiologists who can not understand why this swelling is occurring. The physician has administered an antibiotic but this did not resolved the issue. There was discussion of moving the device to the opposite side of the chest. The patient seemed to have other health related issues in the past has another follow-up scheduled with a cardiologist.

Manufacturer narrative:
Technical services discussed the issue. It was later reported by the patient that there is fluid accumulation. The patient reports that the device is leaking but reports that the physician thinks there may be an infection. The physician was to treat and discuss further with the patient. Information suggests these products remain in-service. Should additional information become available this event will be updated. Over a year later, the patient requested that their system be explanted. It was reported that the device and both leads were explanted.

Manufacturer narrative:
Boston scientific received information from the local representative that at the time of the explant procedure, the pocket appeared to swollen and red with the possibility of a low lying infection. Although, the results of a culture were negative, intravenous antibiotics were administered. Examination found that the device casing appeared sealed with no visible leakage. There was no battery fluid leaking as alleged by the patient. The right atrial (ra) lead was extracted as it appeared to have slight insulation abrasion and a history of oversensing. The right ventricular (rv) lead was also extracted as there was a reported hole in the insulation at the time of explant. Both ra and rv leads were discarded by the hospital staff. The patient has possession of the explanted device and refuses to return the device to boston scientific's return products department. The patient is considering legal action against boston scientific. A replacement non-boston scientific device and lead system were implanted.